Event description:
It was reported that the patient experienced an inadequate stimulation and the leads had high impedances. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device componenst involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15909303, UDI: (B)(4).